Event description:
A monopolar electro-surgical cable was in use during a laparoscopy case. When the surgeon complained of not enough power from the generator, a nurse attempted to adjust the cable plug in the generator. At that time, they felt a shock in their arm. A small blister burn was found at the base of a finger, but no special treatment was necessary. There was no pt problem reported.